Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The iabp did not error, but would not read arterial pressure. The iabp has external cabling to the external monitoring system. The fse suspected an external cabling issue. The fse tested the iabp with arterial pressure inputs from patient simulator. The arterial pressure reading and waveform functioned properly. The iabp functions properly pumping via arterial pressure alone (no ECG trigger). The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an atrial pressure error. No patient harm, serious injury or adverse event was reported.